Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they noticed a clot in the needle during the first return cycle of a collection procedure. The operator ended the collection. The operator confirmed that the donor was 'ok'. Patient (donor) information is not available at this time. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient (donor) information.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Root cause: the disposable set was not returned for root cause analysis. A definitive root cause was not determined for this event. In addition to the alert just after the start draw button was pressed, the run data file analysis showed that between 4 and 7 minutes into the procedure there were multiple ¿draw pressure too low¿ and ¿return pressure too high¿ alerts generated. The procedure was aborted during the second return cycle. Based on the complaint description, a blood clot was found to be blocking the access path.

Event description:
The patient's (donor) weight and gender were taken from the run data file (rdf).